Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. Upon boot up of the ccm, the pst observed a 'disk boot failure, insert system disk and press enter' message. The coin cell battery was removed and measured to be 0.6 volts (v) which was below specification. A luo battery was installed into the ccm, the message remained but the pst was able to clear it. It was determined that the battery was depleted and did not meet specification. The service repair technician (srt) replaced the battery. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) went blank and a 'disk boot failure, insert system disk and press enter' message was displayed. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
81 evaluation is in progress, but not yet concluded.